Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "supportive strut grafts for diaphyseal bone defects in revision hip arthroplasty" written by bertram barden, md; josef g. Fitzek, md; christoph huttegger, md; and franz löER, md published by clinical orthopaedics and related research number 387, pp. 148¿155 on 6 december 2000 was reviewed for MDR reportability. The article reports on results of strut grafts utilized in conjunction with depuy solution system porous-coated femoral prostheses utilized in revision cases. Patients rated results: 2 excellent, 12 fair and 2 poor. The poor results had mild pain and marked limitation of function as a result of abductor muscle weakness. One had received a simultaneous acetabular allograft and the other had a trochanteric nonunion. The article states, " both of these patients could walk three blocks and had radiographic evidence of the femoral stem and of the strut grafts. Complications listed were postoperative gastrointestinal ulcer, pneumonia, heterotopic ossifications at the joint (mild). There were no indications of interventions and no cases of re-revision.